Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was in the range of 48 mg/dl to 50 mg/dl. Customer was treated with food. Customer stated that the insulin pump was on auto mode. Customer declined for troubleshooting. Customer stated that the tape was not sticking. The insulin pump will not be returned for analysis.